Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the reported issue occurred due to a defective plug unit and connecting cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device presented an error code e315. The issue was found during reprocessing. There were no reports of patient involvement.